Event description:
It was reported that during a laparoscopic gastrectomy procedure, when the device was being inserted through the trocar, the tissue pad was detached off. The tissue pad was retrieved from the patient's body. As the tissue pad was already retrieved. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.